Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. B3 event date: estimated as two weeks prior to explant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital because the device was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the ipp and a crack in the reservoir connecting tube was found. The device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital because the device was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the ipp and a crack in the reservoir connecting tube was found. The device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Additional information provided on the device analysis required update to the product investigation: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly inspected and analyzed. Visual inspection of the cylinders found no evidence of damage or abnormality. The cylinders passed microscopic and leak testing. The reservoir exhibited signs of damage consistent with explant but passed leak testing. The pump component passed microscopic and leak testing, but did not pass the activation testing performed. Based on the results of the product analysis, the reported observations of non-functioning device and hole in tubing were confirmed and most likely cause traced to component failure. B3 event date: estimated as two weeks prior to explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly inspected and analyzed. Visual inspection of the cylinders found no evidence of damage or abnormality. The cylinders passed microscopic and leak testing. The reservoir exhibited signs of damage consistent with explant but passed leak testing. The pump component passed microscopic and leak testing, but did not pass inflation and deflation testing. Based on the results of the product analysis, the reported observations of non-functioning device and hole in tubing were confirmed and most likely cause traced to component failure. B3 event date: estimated as two weeks prior to explant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital because the device was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the ipp and a crack in the reservoir connecting tube was found. The device was explanted and replaced. There were no patient complications reported.